Event description:
It was reported by the customer that the pyxis medstation es system drawer is jammed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that latch assembly detached and the latch sensor was loose. A field service engineer, reattached the latch assembly with new screws and reinstalled the latch sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.